Manufacturer narrative:
At bench repair, the light crystal display (lcd) assembly, lcd cable, and user interface (ui) printed circuit board assembly (pcba) were replaced to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was blank. It was reported there was no patient involvement at the time the issue was discovered. The customer requested that the device was sent to bench repair for evaluation. Device evaluation and repair are pending.